Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced backflow. The following information was provided by the initial reporter: rn noticed the secondary IV line was backing up into primary IV bag as soon as secondary medication was hung.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced backflow. The following information was provided by the initial reporter: rn noticed the secondary IV line was backing up into primary IV bag as soon as secondary medication was hung.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer reported that there are flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10